Manufacturer narrative:
Batch review performed on 04 november 2021: lot 170792: (B)(4) items manufactured and released on 27-june-2017. Expiration date: 2022-06-06. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Another devices involved: batch review performed on 04 november 2021: moto partial knee 02.18.003rm anatomical femoral component cemented s3 rm (k162084) lot 1908730: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-11. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported ev. Moto partial knee 02.18.if3.09.rm tibial insert fix s3 rm - 9mm (k162084) lot 178558: (B)(4) items manufactured and released on 20-march-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year 5 months after the primary the patient came in reporting flexion instability and the cause is unknown. The surgeon revised the patient to a total knee and the surgery was completed successfully.